Event description:
During a cybersecurity update on a non-implanted device, the device entered backup vvi mode. The device was reprogrammed successfully, however, the cybersecurity update was not successfully completed. No patient was involved.

Manufacturer narrative:
As received, the device was returned for analysis in backup operation. Visual examination revealed no anomalies. Analysis of the device image revealed a hardware error code reset from telemetry interruption, which resulted in the backup operation. The cause of the hardware error code reset is consistent with anomalies associated with the firmware upgrade procedure and not device related. Further analysis performed indicated that the device is exhibiting normal device characteristics with battery voltage near beginning of life (bol).